Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced macular degeneration. Also stated that, the iol not functioning properly. They have planned for the explant of the iol. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The root cause was determined to be a coincidental event related to patient condition as it states in the file that the reason for explant was: "level of macular degeneratin, unable to adapt to the lens". A malfunction has not been indicated or information provided that the lens was the cause of the event. Based on this information, the product did not cause/contribute to the event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in a.2., a.3., b.2., b.3., b.5., b.6., d.6.b., d.10., and e.4. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that, the lens was explanted due to unable to adopt to the iol. The symptoms were resolved.

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient was unable to adopt to the iol. The iol was exchanged for another lens 2 months following the initial implant procedure. The clinical reason for explant mentioned as level of macular degeneration and the iol not functioning properly. The symptoms were resolved.

Manufacturer narrative:
Correction information provided in b.5., and h.6 on initial MDR the evaluation method code of 2588 was an error. It should have been 4001 on the original MDR. The manufacturer internal reference number is: (B)(4).